Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas and its charging pad were damaged when a dog chewed the wall cord and the pump, after which a replacement ilet was issued and the customer was instructed on return procedures, data sync, shutdown, and start-up. Symptoms included none, and the user reported blood glucose was not impacted and used manual injections as needed. Outcomes included no injury, no hospitalization, and continued cgm use with the phone or receiver until replacement. Investigation included review of user reports and return of the device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.